Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000153042.

Event description:
It was reported one of patient's leads have many impedances preventing patient from entering MRI mode. Investigation was unable to determine which lead attributed to the issue. Surgical intervention may be pending to address the issue.